Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right atrial (ra) lead, experienced a syncopal episode and was subsequently hospitalized. The device was interrogated and revealed extended pacing pauses for several beats, and noise in the atrium. The noise resulted in some atrial tachy response (atr) mode switches. An electrogram (egm) revealed that pacing inhibition only occured in the atrium, while ventricular pacing remained available to the patient. The device was reprogrammed for optimization of this patient. No additional adverse patient effects were reported.